Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level as well as low blood glucose level. The customer's blood glucose levels were 32 mmol/l which was treated with manual injections and was 2.7 mmol/l at the time of the call. The customer also reported that the insulin pump had insulin flow block alarm which was resolved by complete set change. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.